Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review (first): patient has a history of heart attack and experienced a rca dissection during a cardiac cath procedure. Patient developed respiratory failure, cardiac shock, pulmonary emboli, and heparin induced thrombocytopenia, patient was extubated after a prolonged period of respiratory failure. One month later a vena cava filter was deployed for history of dvt and pulmonary embolism. Filter was deployed in an upright position with no reported difficulties. The patient continued to experience pneumonia relating to the heart attack experienced one month post filter deployment. Approximately one year post filter deployment a CT scan of the abdomen identified a filter limb perforating the ivc wall. No attempt was made to retrieve the filter. The patient was reported to be asymptomatic at the time. Multiple CT scans were performed which identified the filter limb perforation appeared to be stable with no evidence of the aortic or ivc dissection, extravasation, or aneurysm. No attempt was made to retrieve the vena cava filter. Medical records review (second): the patient has an inferior vena cava filter deployed for history of deep vein thrombosis. The patient was prepped in sterile technique and local anesthetic was administered. The right common femoral vein was accessed and a venogram was performed. The retrievable filter was deployed just below the inflow of the renal veins. The sheath was removed and pressure was held until hemostasis was achieved. One day post filter deployment, the patient had complaint of mild cardiac chest pain. Chest x-ray demonstrated clearing of consolidated pneumonia. A linear parenchymal density was identified overlying the heart and was consistent with right middle lobe or lingular subsegmental atelectasis. A vena cava filter was identified and in place at the level of l1-l2. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that a filter limb perforated the ivc and that the apex was against the left anterior lateral wall of the vena cava. The medical records indicate that filter retrieval was not recommended. Based on the medical records, the investigation is confirmed for limb perforation of the vena cava and filter tilt. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/precautions: possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately one year post filter deployment for deep venous thrombosis and pulmonary embolism, CT scan demonstrated the filter to be tilted with a limb extending beyond the caval wall. Follow up CT scan demonstrated the filter to remain in a stable position with no change in appearance. There was no reported patient injury. New information received: medical records were received and reviewed. The patient had an inferior vena cava filter deployed for history of deep vein thrombosis. The right common femoral vein was accessed and the filter was deployed just below the inflow of the renal veins. Pressure was held at the deployment site until hemostasis was achieved. One day post filter deployment, chest x-ray demonstrated a vena cava filter in place. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that a filter limb perforated the ivc and that the apex was against the left anterior lateral wall of the vena cava. The medical records indicate that filter retrieval was not recommended. Based on the medical records, the investigation is confirmed for limb perforation of the vena cava and filter tilt. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: - warnings: movement, migration or tilt of the filter are known complications of vena cava filters. - possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient has a history of heart attack and experienced a rca dissection during a cardiac cath procedure. Patient developed respiratory failure, cardiac shock, pulmonary emboli, and heparin induced thrombocytopenia, patient was extubated after a prolonged period of respiratory failure. One month later a vena cava filter was deployed for history of dvt and pulmonary embolism. Filter was deployed in an upright position with no reported difficulties. The patient continued to experience pneumonia relating to the heart attack experienced one month post filter deployment. Approximately one year post filter deployment a CT scan of the abdomen identified a filter limb perforating the ivc wall. No attempt was made to retrieve the filter. The patient was reported to be asymptomatic at the time. Multiple CT scans were performed which identified the filter limb perforation appeared to be stable with no evidence of the aortic or ivc dissection, extravasation, or aneurysm. No attempt was made to retrieve the vena cava filter.

Event description:
It was reported that one year post vena cava filter deployment for dvt and pe; a CT scan identified a filter limb perforating the ivc wall. No attempt was made to retrieve the vena cava filter. Follow-up CT scans performed identified the filter to be stable with no evidence of ivc extravasation. There was no reported patient injury, patient was reported to be asymptomatic.